Event description:
It was reported that the patient experienced a shocking sensation (past 5 months) following her implantable neurostimulator (ins) and lead replacement. The duration of the shocking only lasted a few moments but happened intermittently every day. Impedances on the 0-2 electrode combination was tested and resulted in a greater than 4000 ohm reading. It was noted that the physician was in the process of reprogramming the patient's ins. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3093-28, lot# v674600, implanted: (B)(6)-2011, explanted: na, programmer model 3037, serial# (B)(4), ipg model 3058, serial# (B)(4), implanted: (B)(6)-2009, explanted: (B)(6)-2011, lead model 3889-28, lot# v183972, implanted: (B)(6)-2009, explanted: (B)(6)-2011.

Event description:
Additional information from the patient's health care provider (hcp) showed the cause of the shocking was a fractured lead. Revision surgery was planned, but no procedure had been scheduled as of this report.

Manufacturer narrative:
Product ID: 3093-28, lot# v674600, implanted: (B)(6) 2011, product type: lead. Eval code method, eval code-result, and eval code-conclusion apply to interstim ii (serial# (B)(4)) and lead (lot#v674600). Device code (B)(4) apply to lead (lot#v674600) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who never had any problems with their previous devices except an occurrence with their second where they got shocked while going through airport security. No further patient complications have been reported as a result of this event.